Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to clinic with one pump off alarm on (B)(6) 2018. The patient was on batteries at the time. A cause for the pump stop on (B)(6) 2018 could not be determined from the log file review by the manufacturers technical service representative. According to the review of the log file, there were no damaged conductors and the pump stoppage occurred on battery. Additional information received on 24jul2018 stated that no exact etiology of pump stoppage was found and thought to be possible surge in power.

Manufacturer narrative:
Review of the log file provided by the account confirmed a pump stop event; however, a specific cause could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas patient handbook contains important warnings related to pump stops. This document, and the heartmate ii lvas IFU, outline all system controller alarms, as well as the proper actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.